Manufacturer narrative:
The pump was received with dog chew marks/broken reservoir tube lip and the reservoir could not lock in place. Unable to perform the basic occlusion and occlusion tests. The pump passed the operating currents measurement, self test, unexpected restart, displacement, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The pump was monitored for several days and no blank display anomaly was noted. The backlight functioned properly. No backlight anomaly or display anomaly was noted. No moisture damage was found inside the pump. The pump had a cracked case at display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into the toilet. Customer placed insulin pump to dry on a table and the dog chewed it up. Customer reported that as a result, reservoir no longer fit in place. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer was advised that insulin pump would need to be replaced.